Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) female patient, the device was unable to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Corrective data: user medwatch was inadvertently not attached in the initial report.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections model number, catalog number, expiry date. Evaluation results: the electrode pads were not returned to zoll medical corporation for evaluation. Instead, a retained sample of the same part and lot number 3117a were pulled and evaluated. During testing and visual inspection of the retained sample, no discrepancies were found. Manufacturing of the electrode pads did not contribute to the reported malfunction. Analysis of reports of this type has not identified an increase in trend.